Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopy procedure performed in the esophagus on (B)(4) 2020. According to the complainant, prior to the procedure, the device was inserted through the biopsy channel and the handle assembly was attached; however, difficulty was experienced as it was hard to perform the rotation. It was then observed that the velcro strap broke apart from the handle, during the device set-up. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.